Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) could not duplicate the issue. The fse checked all connection, reseated the all in one (aio) and confirmed that the battery was fully charged. No issues were found. Although there was no issue, the fse replaced the power supply as a preventive measure to avoid future problems. The customer was able to access medications without issues. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen repeatedly went blank and failed, requiring the entire machine to be rebooted multiple times over the course of several days. There were no adverse events or injuries reported based on this event.